Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while in the operating room the ventricular assist device (vad) coordinator noted that the black lead on a brand-new system controller was very tight and difficult to thread when compared to the white lead. A new controller was requested.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty threading the black power cable connector to the power source when compared to the white power cable was confirmed during evaluation of the returned controller. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and was able to support operation of a mock circulatory loop without issue. During testing, both power cables were connected to several power sources. A slight increase in resistance was observed when threading the black power cable connector nut to the corresponding power source connector; the black connector nut was still able to be fully hand-threaded to the test power sources each time. No issues were observed when threading the white power cable connector nut to the power source connectors. No other issues were observed during testing. A manufacturing task was created to further investigate the slightly increased mechanical resistance. It was determined that the reported event was not manufacturing related. The controller passed all testing at the supplier and at abbott prior to shipment, including fully connecting to the external power source connector. During investigation, the controller was tested again per the manufacturing procedures and passed. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D - section 3 "powering the system¿) describes how properly align and secure the power cable to external sources. The user is instructed to hand tighten the connection, and to not use tools. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.